Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the sensor reading was 87 mg/dl and her blood glucose level was at 506 mg/dl. Customer felt the sensor was right because she treated and her blood glucose level dropped so fast. Customer's sensor glucose and blood glucose difference is within an acceptable range. Customer was also receiving cal error and weak signal alerts. Troubleshooting was performed but the line was disconnected. Customer was told to keep the sensor on and to monitor it. No additional information provided.